Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose was 302 mg/dl. Reportedly, customer cleared alarm and continued to use pump for insulin therapy.